Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (improperly setting the basal rates).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 565mg/dl with moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was reported that the patient failed to set proper basal rates.